Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels; levels and cause were unknown. Additionally, it was reported that fill resistance was observed during the cartridge fill process. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.